Manufacturer narrative:
H2, h3, h6, h10 update. Product investigation completed. Product analysis was unable to confirm the reported cylinder malfunctions; the device performed within specification. The reported events were unable to be confirmed.

Event description:
It was reported that the patient experienced pain in the tips with an inflatable penile prosthesis (ipp) due to the device buckling. A replacement surgery was performed in which the cylinders were downsized ant the reservoir was kept. No information was provided about the patient's outcome. It was further reported that the pain was suspected to be caused by the oversized cylinders. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events and was said to be healing after the procedure. No more information available at the moment. Should additional information become available, it will be provided. Additional information received indicated ipp displacement as reason for surgery.

Event description:
It was reported that the patient experienced pain in the tips with an inflatable penile prosthesis (ipp) due to the device buckling. A replacement surgery was performed in which the cylinders were downsized ant the reservoir was kept. No information was provided about the patient's outcome. It was further reported that the pain was suspected to be caused by the oversized cylinders. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events and was said to be healing after the procedure. No more information available at the moment. Should additional information become available, it will be provided. Additional information received indicated ipp displacement as reason for surgery.